Event description:
It was reported impedances were greater than 4000 ohms prior to going into a lead revision due to open circuits. The patient had hit her side really hard and since then, have had therapy issues. The accident was believed to have occurred a couple months ago. The lead was going to be reseated, but it was determined the lead was bad so the entire system was replaced. It was indicated the patient was fine after replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3550-29, lot# n221003, implanted: (B)(6) 2010, product type: accessory. Product ID: 3550-39, lot# n234375, implanted: (B)(6) 2010, product type: accessory. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 37092, lot# 206290001, product type: accessory. (B)(4).